Manufacturer narrative:
Results: zoom csi board.

Event description:
It was reported by service report that the zoom function engages the bed to move forward when activating the zoom handle without pushing the handle forward. No patient involvement or adverse consequences are reported.